Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient explained that during an unknown phase of treatment the cycler cassette door popped open, and the cassette fell out. The cassette dripped fluid onto the cycler power cord, which then caused a popping sound and a burning smell. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid leaked from unknown location on the cassette. A new cycler was issued to the patient. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the leak and burning smell. The patient was able to do manual treatments while waiting for a new cycler to arrive. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient explained that during an unknown phase of treatment the cycler cassette door popped open, and the cassette fell out. The cassette dripped fluid onto the cycler power cord, which then caused a popping sound and a burning smell. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid leaked from unknown location on the cassette. A new cycler was issued to the patient. In a follow up, the patient's spouse verified the event and said there was no harm, intervention or adverse event associated with the leak and burning smell. The patient was able to do manual treatments while waiting for a new cycler to arrive. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.